Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted 21 months ago, displayed a unexpected decrease in battery voltage and increase in charge time. At the last followup visit the voltage was normal. The patient was planning the leave the country and the physician was inquiring about the longevity of the device and when elective replacement indicator (eri) will be reached. Additional information was received stating the device was explanted for premature battery depletion.